Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the nerve monitoring system was not stimulating the nerves during the procedure. Threshold and stimulation was increased, but there was no change. The magnets were moved to the torso and all power cables were checked to ensure they were not wrapped around cords. The site chose to continue without the device. There was no delay in the procedure. There was no patient impact.